Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description states that the optic broke during implantation. The device was explanted through an enlarged incision. The patient received an iol exchange during the original surgery session. Post-operatively, the patient is reported to have corneal oedema. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The device has not been returned to rayner. Our review of production records for the rayone spheric rao100c batch 033212184 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 033212184. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the optic damage following implantation.

Event description:
On 8th august 2024, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the optic was broken during implantation, necessitating explantation of the lens.